Event description:
It was reported that two episodes of over-sensed noisy signals resulted in inappropriate shock therapy delivery from this subcutaneous implantable defibrillator (s-ICD) system. On the day of the second shock, the device was programmed to the primary sensing vector. However, the following day, the patient received a third inappropriate shock due to over-sensed noise. The physician reprogrammed the device to the alternate sensing vector and is continuing with close monitoring. Device data was forwarded to boston scientific technical services (ts) for review. Ts discussed that the non-cardiac signals likely indicate a potential sense nobe b issue, especially since the noise was not reproducible in-clinic. Further provocative maneuvers and diagnostic imaging was recommended. Unfortunately, the following day, another inappropriate shock was delivered. The physician subsequently elected to program therapy off to prevent further inappropriate shocks. It was stated that diagnostic imaging was performed, but the result is unknown. Information has been requested regarding the event resolution, but a response has not yet been received. At this time, the s-ICD system remains implanted and the patient was stable.